Event description:
An ipp device was implanted on 11/20/89. The pump was revised on 11/9/92. A revision surgery was performed on 10/16/93 due to infection. It is uncertain which, if any, components were revised. Unable to obtain add'l info.